Event description:
The customer reported an oil mist coming from their unit. The customer reported on employee complained of burning eyes with the oil mist. The employee did not seek medical care or require treatment for her symptom. The asp field service engineer went to the facility and repaired the unit.

Manufacturer narrative:
.